Manufacturer narrative:
Investigation pending.

Event description:
Caller (nurse) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 3.1, lab: 2.28; date: (B)(6) 2011, inratio2: 3.1, lab: 2.46. Pt's therapeutic range: 2.0-3.0 inr.